Manufacturer narrative:
(B)(4).

Event description:
This was a bilateral system. Reference MFR 3004209178-2013-00864.

Event description:
Additional information received from the hcp reported that the patient did not go into a coma, and the leads were not inserted 32 times. It was reported that the patient experienced dysphagia and required a percutaneous endoscopic gastrostomy placement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3389s-40, lot# v959670, implanted: (B)(6) 2012. Product type: lead: product ID 3389s-40, lot# v959670, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported after the patient was implanted the patient lost nerve control in their tongue and throat. The procedure did "cure" the parkinson's but it "killed" all the nerve control in their throat and tongue. The patient had been on a "tube" since then. It was noted the health care professional wanted to try electro-shock therapy to the inside of the patient's mouth. It was also noted the surgery took "9.5 hours and they had attempted to implant the leads 32 times." It was noted the patient went into a coma for a week. The patient also had no control of their throat after surgery. It was noted "they could not get water, medications, or foods in the patient for days." Follow up from the health care provider reported the event took place during the patient's implant surgery. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report # 3004209178-2013-00864. Patient has bilateral devices and it is unclear which device pertains to the event.